Event description:
During an in-clinic follow-up, episodes of low sensing and post-paced t-wave oversensing resulting in inappropriate shocks were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed an rv lead dislodgement. Lead revision is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.